Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Corrected data: report submission due date should have been 12/5/2024 not 10/25/2024.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Corrected data 6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2024. Corrected data: d1, d4. D6a: exact date is unk. Only the year is known. Assumed first day of the month and first month of the year. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information received: the product code is lxmc17 and lot number 18785. The implant was in 2019.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. Corrected data d7a. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2024. Corrected data d4: UDI#. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? Unknown. When did they begin? Unknown. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Unknown. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Yes, x-ray. Does the device appear to be in a continuous annular state in these images? No. We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Rep will ask if any additional images are available other than what has already been provided. What is the management plan? Removal and do a nissen. Is device removal scheduled? Yes, for (B)(6) 2024. Is a replacement linx or fundoplication planned? Fundoplication planned. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Doubtful but rep will ask. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes, rep will be able to get the device once removed.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information received: the linx was successfully removed, it was fully incapsulated at the time of removal. Device was not broken, the beads were separated from the wire but the wire had not been broken.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. Attached are the implant and explant operative notes. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "clearly discontinuous device".

Manufacturer narrative:
(B)(4). B3: only event year known: 2024. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is discontinuous, confirmed by x-ray. Unknown as to what symptoms lead to finding the discontinuous device. Explant has not been scheduled.

Manufacturer narrative:
(B)(4). Date sent 9/5/2024. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "the barium esophagram image reviewed demonstrates a discontinuous device that appears to have migrated, recurrent (?) Hiatal hernia, and a dilated esophagus". The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point. A manufacturing record evaluation was performed for the finished device lot number 18785, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2024 corrected data d4: UDI# investigation summary a linx device with two visible weld balls disconnected from male bead cases was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld balls, show no anomalies for a device that has been reasonably changed as part of the explant procedure, tooling marks were noted in some beads. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. Both male bead cases through-holes at the separation were measured and was greater than the specification. The male bead cases through-holes were concentric with material displacement at the outer edge of the through holes. The overall appearance of the surface of the male bead cases didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld balls was measured. This diameter is within the specification. The weld balls were concentric with the respect to the wire.